Event description:
Customer reported that while running a hepititis surface antigen assay, a sample bardcode in position a12 was read as "042fs10226" instead of "042fw65326". Summit sample handler was in use. No death or serious injury was associatyed with this event. An service engineer was dispatched. This report corresponds to orhtho-clinical diagnostics, inc. Complaint number 00-00416-01.